Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge service territory manager (stm) was dispatched to investigate and found minor blood back. The stm replaced the patient interface module (part#: 0997-00-1178) and performed all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event. There was no patient harm and no adverse event was reported.